Event description:
It was reported that during an unknown laparoscopic procedure, a teardrop-shaped clip was formed in the device. The device was not used for the patient. Another like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. No anomalies were noted. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4).